Manufacturer narrative:
Additional manufacturer narrative - multiple unsuccessful attempts have been made to obtain additional event information. Without receipt of records or reported device this explant cannot be investigated and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.

Manufacturer narrative:
(B)(4). The reported device was not returned as it remains implanted, without return of the device the reported clinical observation cannot be. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device, the 9000tfx 26mm, was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately twelve (12) years and two (2) months. The reason for reoperation is unknown and both devices remain implanted. There are no reported adverse events following the procedure.

Event description:
Update received from hcp: transcatheter valve was implanted within existing valve due to aortic stenosis. Ther are no adverse events reported.